Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/28/2017 with the following findings: during investigation, a review of the pump black box showed the pump rebooted on the event date. A visual inspection of the pump revealed multiple cracks in the battery compartment. There was corrosion observed in the battery compartment. A leak test revealed leaks in battery compartment. The battery cap was not returned with pump for investigation; a test cap was used for testing. During testing, the pump was exercised for 24 hours with test cap with no power loss or reboots occurred. The pump was opened and no further evidence of moisture was found inside the pump. (B)(4).